Event description:
Awakened by severe knee pain [arthralgia]. Knee was very swollen [joint swelling]. Fever at 38.5 c [pyrexia]. Knee joint puncture for knee effusion [joint effusion]. Could only walk on crutches [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2011 from a patient regarding a (B)(6) male consumer, initials (B)(6), with advanced gonarthritis. The patient's medical history was significant for synvisc 2 ml x 3 and synvisc-one in late 2009 without incident, gastric ulcer disease, and discussion of prosthesis placement but postponed due to the patient's age. On (B)(6) 2011, the patient initiated synvisc-one 6 ml in the knee. During the night, on (B)(6) 2011 at approximately 1:00 am, the patient was awakened by severe knee pain. His knee was very swollen and he had a fever at 38.5 degrees celsius. He went to the orthopedic surgeon who performed the synvisc-one injection. A knee joint puncture was performed which returned sterile. The patient was kept at the hospital for twenty-four hours for survey. Nsaids (nonsteroidal anti-inflammatory drugs) were not administered at that time due to the history of gastric ulcer disease. Blood work-up was performed and was normal. The patient was discharged on an unspecified date. During the first week after discharge, he could only walk with crutches and the knee effusion was still present. The crutches were used for approximately two weeks. The physician decided to prescribe apranax (naproxen sodium) and paritet (rabeprazole sodium) for gastric protection. On (B)(6) 2011, the patient restarted physical activity as he went biking for 30 km. No other incidents occurred. The action taken with synvisc-one was not provided. On (B)(6) 2011, the patient recovered from all the adverse events. Concomitant medications were not provided. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.